Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, no thread tap used, mobility. Implant insertion with sinus lift (till 3.6mm), only with pilot drill, no primary stability, no bigger ø possible.